Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. It was also reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer¿s blood glucose level was 322 mg/dl. Multiple attempts were made by tandem technical support to follow up but no further information was able to be obtained.